Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, a hair was observed between the expansion bladder and film. Retained samples of lot 2007145 were used for additional evaluation. All product was inspected, no hair or other foreign matter was observed. A device history review was performed for the reported lot 2007145, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure.

Event description:
It was reported that protector p21 had foreign matter. The following information was provided by the initial reporter: after capping the vial, hair found in the balloon. Has clearly ended up there during production. The protector was already attached to a vial of kadcyla 100 mg (¿1645) so it could no longer be used.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that protector p21 had foreign matter. The following information was provided by the initial reporter: after capping the vial, hair found in the balloon. Has clearly ended up there during production. The protector was already attached to a vial of kadcyla 100 mg ((B)(6)) so it could no longer be used.